Event description:
It was reported that there was a plate removal case after fusion was achieved. The surgeon mentioned performing the acdf one year ago. He said the patient has soft bone. He also said one of the screws had started to back out, but that the patient was able to tolerate it until fusion was achieved and the plate could be removed. Now that fusion has been achieved, the surgeon is just getting the hardware out.

Manufacturer narrative:
Method: device not returned; results: manufacturing files could not be reviewed because no parts were provided. The surgeon reported that the patient had soft bone quality but that the patient had achieved fusion. Conclusion: the likely root cause is soft bone quality of the patient.

Event description:
It was reported that there was a plate removal case after fusion was achieved. The surgeon mentioned performing the acdf one year ago. He said the patient has soft bone. He also said one of the screws had started to back out, but that the patient was able to tolerate it until fusion was achieved and the plate could be removed. Now that fusion has been achieved, the surgeon is just getting the hardware out.